Event description:
The patient went to the o.r. For an exploratory laparotomy, resection of small bowel obstruction. During the procedure, an anastomotic staple gun was needed. It was used twice. On the third usage, a black piece (trigger) was noted to be missing, and the gun could not be fired. At this point the stapler was replaced with a new gun, and all pieces of the old gun were removed from field. Field was visually inspected, and one small piece of plastic was located. It was compared against a new gun-broken gun appearing to be complete, with all parts accounted for. The position of the gun at the previous firing was such that the loading unit, but not the handle with the trigger was over the patient's abdomen. The third fire was done with a new stapler. Prior to closing, a large abdominal x-ray was taken. It was read by radiologist. She saw a tubular object which she could not identify. A second x-ray was taken, and compared to an abdominal x-ray taken on the 30th. The object was present on the previous film. The second film was read as negative for any miscellaneous objects. All other counts were correct. The broken gun was bagged, with the lot number of the cartridge and the original box and saved to be followed up for exam by the hospital or covidien.